Event description:
*Us legal mdl* it was reported that, after a bhr construct had been implanted on (B)(6) 2008, the plaintiff experienced anemia and hyperkalemia. The plaintiff received ferrous sulfate, folic acid and norco during his hospitalization and was successfully discharged 2 days after.

Manufacturer narrative:
G3, h2, h3, and h6: it was reported that after a bhr construct had been implanted the plaintiff experienced anemia and hyperkalemia. The device, which was used in treatment, remains implanted in the patient and therefore cannot be evaluated. Additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The mild postoperative anemia and some mild hyperkalemia are known complications of joint surgeries and are related to the procedure and not the device. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. Based on the information it is probable that the adverse event occurred due to known complications of the surgery and is related to the procedure and not the device. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.